Event description:
Event description guidant received information that this defibrillation lead dislodged. It was reported that at the time of implant it was known that this lead was too short however physician elected to the implant lead.